Manufacturer narrative:
Correction was added to d4 (lot #, expiration date, and unique identifier (UDI) #) and h4 (manufacturing date), omitted on initial. Additional information: h3, h6 and h10. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection with the naked eye identified separation between the main body and twist sleeve of the twist clamp. The reported condition was verified. The cause of the condition was due to broken occluder feet of the main body, however the cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body separated from the twist clamp of a transfer set. This issue occurred during use of peritoneal dialysis therapy. It was reported the transfer set had been in use for three months. There was no patient injury or medical intervention associated with this event. No additional information is available.